Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/31/2004, and was last repaired on 02/04/2010 for a non-related issue. The customer's reported event could not be reproduced during testing as the device was observed to produce an acceptable test mesh before being repaired. Inspection did reveal galling to the interior of the ratchet gear and nicks and wear to the cutter, roller and side plates. It was also observed that the ratchet could not be easily removed from the roller, which displayed discoloration and wear. It was also observed that there was wear to the ratchet gear, sliding pin and set screw in the ratchet handle. A cause of the complaint could not be determined since the reported event was not reproduced during testing; however, lack of preventative maintenance most likely was the cause for the wear to the cutter, which could have caused the customer's reported event. Additionally, lack of preventative maintenance most likely caused the wear to the roller, side plates, ratchet gear, sliding pin and set screw. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not meshing. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.